Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Three sensors (serial numbers unknown) were reported and have been captured under this submission. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that "libre freestyle 3 data collection system lost my account profile and I'm unable to use their product". No further details were reported and there was no report of an adverse event occurring or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that "libre freestyle 3 data collection system lost my account profile and I'm unable to use their product". No further details were reported and there was no report of an adverse event occurring or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported having lost their account in the freestyle libre 3 application resulting in the loss of past glucose data. Successfully scanned and was able to log in using valid credentials on an iphone 13 mini (ios 16.2, 3.4.0.7228), google pixel 4a (android 13, 3.4.0.9487). The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.